Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.